Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly would not fully thread onto the guidewire. Reportedly, the .014" guide wire would only advance approximately 3/4 the way though the catheter. Reportedly, another recanalization catheter and guide wire was used to successfully perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample appeared to be clean. The tip was examined under magnification and the metal tip appeared to be off center from the rest of the catheter. Additionally, a bend was observed in the catheter. No anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested. The guidewire was loaded through the distal tip however did not appear to enter the lumen and could only advance until the strain relief. The guidewire was then loaded through the hub and able to advance to the tip but not exit the tip. The outer catheter was then removed at the tip and a complete circumferential break was observed in the guidewire lumen. The edges of the break were jagged, possibly indicating that excessive force may have contributed to the event. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for break as a complete circumferential break in the guidewire lumen was observed at the distal tip, likely leading to the reported guidewire issues. The definitive root cause for the break in the lumen could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.